Event description:
After the pfa/af procedure, a pericardial effusion was noted and a pericardiocentesis was performed. It is unknown if it was due to a cardiac perforation. The procedure was performed as expected. Post procedure, an effusion check was performed using echography with no effusion noted and good lv function. When the patient was transferred to the post-anesthesia care unit, the patient became hypotensive and did not respond to volume or pressors. A transthoracic echo showed a pericardial fusion. A drain was put in and 400 cc of sanguinous fluid was removed. The patient¿s blood pressure immediately improved. The patient was admitted to cardiac ICU and is currently in stable condition. The physician does not know what cause the effusion. There were no performance issues with any abbott device.